Event description:
It was reported that when 1000ml was programmed in an unknown infusion it stopped when there was 400 ml still left to infuse. No further information is available.

Manufacturer narrative:
Correction: d.1, d.4, g.5. The reported issue that when 1000ml was programmed in an unknown infusion it stopped when there was 400 ml still left to infuse could not be confirmed; no product or device logs were returned for investigation.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that when 1000ml was programmed in an unknown infusion it stopped when there was 400 ml still left to infuse. No further information is available.